Manufacturer narrative:
There were no technical services requested or performed for the reported event. Following a service visit for an unrelated issue, surgery support was completed with no issues reported. Images of the optical coherence tomography (oct) scans and treatment settings were provided for review, and there were no atypical settings or images of note that could cause or contribute to the reported event. Patient ocular history was not provided for review. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that the capsulotomy was free and removed from the anterior chamber but during phaco a radial tear that extended around to the posterior capsule in the left eye during laser assisted cataract surgery was noted. The incision was enlarged and a sulcus implant was inserted to completed the procedure. The surgeon feels the laser contributed to the event. Additional information requested.